Event description:
Immediately after taking a venipuncture from a patient, removing the needle, the needle protection system did not work and the nurse pricked herself on the second finger of her right hand. No additional information provided.